Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a recurring power error alarm. Customer's blood glucose was 17 mmol/l at the time of incident. Customer stated that insulin pump would lost power during the night. No troubleshooting was performed. Insulin pump is not expected to return for analysis.